Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer reported that they were able to clear the alarm and able to complete rewind. Alarm occurred shortly after inserting a new battery. They replaced the battery 3 times. Twice they replaced the battery and got the same alarm. The third battery worked. They were not confident with the insulin pump as they got the same error three times today. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.